Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open esophagectomy, the knife moved forward partway at the 3rd firing during a stomach tube formation. When another device and another cartridge were used, 3 staple lines of the stomach tube side were malformed though other 3 staple lines of the sample side were formed as intended. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The staple height was blue. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Device b: batch# j5hh6y, expiration date: 10/15/2017, manufacturing date: 11/15/2012. (B)(4). Incomplete/interrupted cycle. Two devices were returned: device (a) was returned in good visual condition and with no cartridge reload loaded on the device. In addition three cartridges were received fully fired and locked. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Device (b) was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 40 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.